Event description:
It was reported that during preparation for a ventricular radiofrequency ablation (rfa) procedure, this implantable cardioverter defibrillator (ICD) was programmed to tachy mode off, and noise response was set to inhibit right ventricular (rv) pacing. Once the device was reprogrammed and the procedure started, undesired ventricular pacing was seen in the presence of rfa energy. Different programming modes were selected but rv pacing was still present, and when they deactivated the brady mode, no rv pacing was observed. It was discussed that electrocautery mode was not programmed on. The distributor involved will contact the facility to gather more details, but at this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. The distributor believes the device may have been reprogrammed back to normal settings after the procedure. The root cause of the reported observations is unknown at this time. The device remains in service.

Event description:
It was reported that during preparation for a ventricular radiofrequency ablation (rfa) procedure, this implantable cardioverter defibrillator (ICD) was programmed to tachy mode off, and noise response was set to inhibit right ventricular (rv) pacing. Once the device was reprogrammed and the procedure started, undesired ventricular pacing was seen in the presence of rfa energy. Different programming modes were selected but rv pacing was still present, and when they deactivated the brady mode, no rv pacing was observed. It was discussed that electrocautery mode was not programmed on. The distributor involved will contact the facility to gather more details, but at this time, no further information is available. No adverse patient effects were reported. The device remains in service.